Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles floating in the small volume intermate. The particulate matter was identified after the device was compounded with flucloxacillin, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on february 23, 2015 ¿ february 26, 2015. The device was returned for evaluation. A visual inspection revealed white particulate matter floating. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.